Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. An overdischarge and pocket revision was reported. The patient was unable to charge their implantable neurostimulator (ins) for approximately one year. It was thought that the device flipped or otherwise was not accessible for charging. The patient had a revision surgery on (B)(6) 2017. During the revision surgery it was found that the ins had not flipped, but the ins was greater than 2 cm deep. The hcp revised the pocket. A physician mode reset (pmr) would be performed at a future date once the incision healed and the patient was able to charge consecutively for several days. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that they performed a physician mode reset (pmr) on (B)(6) 2017. The power on reset (por) will be cleared on (B)(6) 2017. The patient has been instructed to charge to full daily for the first 6-7 days. No further complications were reported/are anticipated.

Event description:
Additional information was received from a manufacturer representative. It was reported that the overdischarge had not been resolved at the time of the report. The patient had an appointment with their managing physician to discuss physician manual reset (pmr).